Event description:
It was reported that during a laparoscopic colon procedure the device was fired and created an incomplete staple line. Another device was used to complete the case with no pt consequence.